Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a varicocele embolization procedure, vascular access gained at the right internal jugular vein under ultrasound guidance. A 5french sheath was inserted for procedural intervention. A 5f 100cm catheter was advanced into the left internal spermatic vein. The tip of catheter successfully opacified the distal left internal spermatic vein. Embolization coils were deployed at the inguinal region as planned. During an attempt to deploy a 6th coil, resistance was experienced. The physician was unable to deploy the 6th coil despite multiple attempts. The decision was made to extract the catheter and deploy the coil directly through the access sheath. Some resistance was felt during catheter removal. The catheter tip fractured accidently deploying the coil within the patient's right atrium. Several attempts to retrieve fragmented coil failed. Migration and distal embolization into the right pulmonary artery were possible. The patient was emergently transferred to a sister hospital for further intervention and foreign body removal. The coil and the catheter tip were successfully retrieved with a vascular snare device. The patient tolerated the procedure well and was discharged to home.

Manufacturer narrative:
The suspect device has been returned for evaluation. The product was examined physically. The complaint is confirmed. The root cause was attributed to significant force being applied to the device during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.